Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, it was noted that there was a patient alert that the device had reached its elective replacement indicator (eri). Abbott technical support (ts) was contacted and confirmed that the eri alert was false. The eri was cleared with the assistance of ts to resolve the event, but during subsequent follow-up another false eri alert was observed. The device was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences. Related manufacturer reference number: 2017865-2018-14637.

Manufacturer narrative:
The reported event of false elective replacement indicator (eri) was confirmed. The device was received in normal working condition. Analysis of the device image indicated its battery voltage was above eri level throughout the implant duration. Analysis also indicated a false eri alert triggered in the field, consistent with data corruption noted in the device image. Information was requested from the field regarding session records and possible exposure to external sources to help understand the cause of false eri, but no supporting information was available at the time of this analysis and it could not be reproduced in the lab. Electrical and mechanical test results indicated normal device functionality. The device was monitored with load at room temperature for several days without anomalies. Longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity.